Manufacturer narrative:
Prod has not been returned to the MFR for eval. If prod is returned eval will be completed, and final report will be submitted.

Event description:
"Clips scissored and fell out as dr. Was clipping duct." Pt is doing fine.